Event description:
It was reported by provider that the seat and back upholstery is loose and needs replaced. He also says the handrims are both bent from wear and tear. No injury or other information available. Provider hung up before any additional information could be obtained.